Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection of the controller revealed hairline cracks around power port one and power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the battery revealed that the returned device had a damaged locking mechanism. The damaged connector did not allow the battery to connect properly to a controller. As a result, the reported poor mechanical connection was confirmed. Log file analysis revealed a controller power up event on (B)(6), 2018, at 09:19:45. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 54% relative state of charge (rsoc) and a controller power adapter was connected to power port two. The data point recorded after the loss of power revealed that (B)(4) was connected to power port and a controller power adapter was connected to power port two. The controller was without power for 8 seconds. At 11:34:35 hours the pump was physical ly disconnected from the (B)(4). Followed by 2 power ups with no motor starts at 12:13:12 and 12:21:25 hrs. Likely due to a controller exchange. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) as well as momentary disconnections without leading to power switching. As a result, the reported intermittent electrical disconnects, power interruptions, and multiple power switching events were confirmed. There is no evidence that the lubrication servicing was performed on the reported device. A possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported power switching and intermittent electrical disconnects can be attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. Additional products: battery / (B)(4). D10: yes, return date: 2018-11-01 h3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 3213, 180 h6 FDA conclusion code(s): 19, 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / serial (B)(4)/ model #: 1560 / expiration date: 2018-02-28 UDI #: (B)(4), mfg date: 2017-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had intermittent electrical disconnects, power interruptions, and multiple episodes of power switch ing. It was noted that the battery did not lock onto the power connector, it comes off with minimal force. The controller had loss of power and power switching mostly from port 1. The battery and controller were exchanged. No patient complications have been reported as a result of this event.